Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient stated she had a bladder stimulator implant and it was taken out about 6 month ago, but she still felt it was charging and some electric shock in her private area. The patient stated she would have an electrocardiogram with her healthcare professional (hcp), but she felt there was still some device in her. There were no further complications that have been reported as a result of this event. When contacted for follow up information, the healthcare professional (hcp) reported that, as of (B)(6) 2018, they had not seen the patient since 2012.